Manufacturer narrative:
G3. Date received by manufacturer. Initial MDR inadvertently used incorrect date; 08/31/2023 should be used. F10. Health effect - impact code. Corrected information; initial MDR inadvertently coded incorrect code.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a generator replacement surgery, high impedance was observed; diagnostics were ran three times, all showing high impedance. It was concluded that the impedance was due to the lead and the patient was rescheduled for a lead revision; the generator was replaced. No known surgical intervention has occurred to date. No other relevant information has been received to date.